Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump gave a compromised force sensor system alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin continued "squirt" out when letting go of the act button. Customer states drive support cap appeared normal. Customer's blood glucose was not reported. Insulin pump would be replaced.